Event description:
During the atrial fibrillation procedure, when the sheath was placed in the patient, it was confirmed that blood was leaking from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8f swartz braided introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seal and subsequent leak remains unknown.